Event description:
It was reported that the balloon on a swan ganz did not inflate inside the patient body on the first day of use. After the catheter removal, the balloon was found ruptured and missing. There were no patient complications reported. Additional information was obtained from the sales rep. The balloon integrity was checked before use. No patient injuries were reported. The sales rep did not receive any reports that additional procedure was required, such as retrieving detached fragments. The catheter functioned properly and was removed from the patient before percutaneous coronary intervention (pci) was performed. After pci was performed, the balloon issue was detected while reinserting the catheter to measure parameters again. Patient initials are s.s., gender female, height 156.7cm, weight (B)(6)kg. Visual examination by the sales rep confirmed that the balloon appeared to be attached to the catheter, however if the balloon fragments were separated was unable to be confirmed.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation and device history results when received. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
The reported event of balloon was found ruptured was confirmed. Balloon was found to be ruptured and the rupture edges appeared to match up. All through lumens were patent without any leakage or occlusion. No visible damage or inconsistency was observed from the catheter body and returned syringe. The balloon was found ruptured with evaluation definitively indicating no balloon pieces were missing. Per evaluation findings, balloon was ruptured and not separated, therefore this is no longer a reportable event. A device history record review was completed and documented that device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.